Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during prime process and buttons of insulin pump was nonresponsive. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unexplained no delivery alarms and rejected new batteries. Customer stated that the insulin pump did not receive low battery warning, had severely diminished battery life and insulin pump grinds during rewind process. The insulin pump will not be returned for analysis.